Manufacturer narrative:
A2: age at time of event - over 60 years. Device evaluated by manufacturer: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was missing. The thumbwheel lock was missing. The rack had moved 7mm from the handle to the knob. The middle sheath was no longer sitting on top of the proximal tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent prematurely deployed. A 6x40x130 innova self-expanding stent was selected for use in the left leg. During the procedure, they were advancing the stent on the wire over the iliac in normal, non-tortuous anatomy when the stent began to deploy. The lock was still in place. The device was able to be retrieved successfully without full deployment of the stent. A new stent was used to complete the case. There were no patient complications and patient was reported as doing good post procedure.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the stent prematurely deployed. A 6x40x130 innova self-expanding stent was selected for use in the left leg. During the procedure, they were advancing the stent on the wire over the iliac in normal, non-tortuous anatomy when the stent began to deploy. The lock was still in place. The device was able to be retrieved successfully without full deployment of the stent. A new stent was used to complete the case. There were no patient complications and patient was reported as doing good post procedure.